Event description:
Operator attempted to tilt by 2 degrees the CT gantry to perform a sinus scan study. A ticking sound followed by a banging noise was heard prior to the CT cover cowl separating from the machine, falling on the patient's back and arm, and then falling to the floor. This occurred within approximately 14 seconds.the gantry cover was not secured properly and it opened. The cover cowl was forced off by the moving gantry mass and it fell onto the patient.